Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was explanted (at an unknown hospital/date unknown) due to infection. No further information was available at the time of report. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.